Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material had possibly remained in the device since the handling of the device (reprocessing) was deviated from the instruction manual from the obtained information. The event can be detected and prevented in accordance with the following instructions for use. Instruction for use states that detection method in cf-q150l/I operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in cf-q150l/I reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.